Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010 - pt underwent an incarcerated ventral incisional hernia repair, implanting a bard product. On (B)(6) 2011 - pt underwent a second surgery to remove the product after being diagnosed with an abdominal abscess secondary to infected abdominal mesh. Attorney alleges permanent injuries, defective mesh, pain, abdominal abscess, infected mesh, weakness, fatigue, injury, add'l surgery explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The pt's attorney alleges the pt was treated for infection, the warning section of the IFU states "if an infection develops treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection however may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained a f/u MDR will be submitted.